Event description:
The customer reported false negative antibody screen testing on the ortho provue analyzer with 2 patient samples using 0.8% selectogen lot # vs113 and mts anti-igg card lot # 022407001-13. The customer repeated testing using the samples, same lot of gel cards and screening cells and obtained a positive (1+) reactivity with cell # 1. Anti-p1 was identified with one sample and anti-m with the second sample. The test results did not match results obtained in the manual gel test, preventing erroneous test results from being reported. False negative results may result in transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and verified the issue. The fe readjusted the reader camera and performed the appropriate tests to return the instrument to expected operation. The customer performed and accepted qc. No definitive root cause was determined.